Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the patient's blood oxygen saturation began to decrease. The patient was placed on another device without incident. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had a ventilator inoperative condition and the patient's blood oxygen saturation decreased. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor will need to be replaced to address the issue. The ventilator has been evaluated but not yet repaired.